Event description:
It was reported that the patient presented a remote transmission showing non-sustained rv oversensing due to post-paced t wave oversensing. No programming changes were made at this time. The patient was in stable condition with no adverse events.